Manufacturer narrative:
Device return requested. There are no previous complaints on this device related to this issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report from the customer reporting the patient was receiving iron. The pump did not stop or alarm for air and continued to infuse until air reached the patient. Per the nurse the patient was not affected as they stopped the infusion before air would have reached the patient. No patient injured/harmed reported.